Manufacturer narrative:
Additional information: multiple lot numbers: there were multiple lot numbers reported to be involved. The information for the additional lot number is as follows: d.4. Medical device lot #: 8316886. D.4. Medical device expiration date: 11/30/2023. H.4. Device manufacture date: 11/12/2018. H.6. Investigation summary: customer returned (84) 3/10cc, 12.7mm, 29g syringes in sealed poly bags from lot # 8316886 and (19) 3/10cc, 12.7mm, 29g syringes (5 in an open poly bag, 14 in sealed poly bags) from lot # 7177965. Customer states that the hub separates. All syringes from lot # 7177965 were tested and no hub-needle assembly separated from the barrel when removing the shield. Thirty out of 84 returned syringes from lot # 8316886 were tested and no hub- needle assembly separated from the barrel when removing the shield. A review of the device history record was completed for batch #8316886. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch # 7177965 all inspections were performed per the applicable operations qc specifications. There were two (2) notifications [200705335, 200701399] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the needle separates from hub with the needle remaining in the cap. The following information was provided by the initial reporter, translated from japanese to english: hub separates. The needle tip remained in the cap.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that before use of the bd ultra-fine¿ insulin syringe the needle separates from hub with the needle remaining in the cap. The following information was provided by the initial reporter, translated from (B)(6) to english: hub separates. The needle tip remained in the cap.